Manufacturer narrative:
Two devices were returned for investigation. It was noted that the two returned devices were not codman/medos devices. Therefore, the issue that was initially reported does not involve a codman/medos device. Based on the results of this investigation no further action is required. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was explanted. Currently there is no additional information about the complaint. Attempts to obtain further information are being made.